Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2022-00765. It was reported that during the patient's trial implant procedure, it was found during recovery that the leads had migrated. In turn, the patient was taken back to surgery to explant and replace the leads. Postoperatively, the patient has effective therapy.